Manufacturer narrative:
The device was returned with intermittent act and up arrow buttons due to flattened dome switches. There was no unlocked j2 connector noted. The device had no cosmetic damage noted. (B)(4).

Event description:
The customer's husband reported via phone call of button error on his wife's insulin pump. The spouse states that the act button is difficult to get to respond. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.